Manufacturer narrative:
Manufacturer¿s investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cause of death was due to heart failure with reduced ejection fraction. It was said the device did not cause or contribute to the worsening heart failure.

Event description:
It was reported that the patient passed away while admitted for heart failure. It was later reported that the outcome was not considered to be device or therapy related and that the device was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.